Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a sharp pain on the top side of the right breast and the pacemaker is on the left side, and that this only happened once. It was further reported that the patient had feeling of tightness and a pumping in their upper chest and some coughing. The device is still in use. No patient complications have been reported as a result of this event.